Event description:
It was reported that the patient presented in-clinic for follow-up. Noise episodes were observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.